Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels was 40 mg/dl the customer had no any symptoms. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 113 mg/dl at the time of the call. Customer was declined for troubleshooting. The product was not returned for analysis.